Manufacturer narrative:
No button error alarm. Insulin pump received with intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. No moisture damage electronic assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.

Event description:
It was reported that customer received a button error alarm and was not able to clear. Insulin pump would need to be replaced.